Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter, smart phone and receiver on (B)(6) 2016. Patient's mother performed a receiver reset and bluetooth reset. At the time of contact, no injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 01/25/2016. The complaint of loss of connection was confirmed. A root cause could not be determined.